Event description:
It was reported that the patients implantable pulse generator (ipg) is no longer functioning as intended. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two to three weeks ago from date manufacturer was made aware.